Event description:
Event description guidant received information that there was no ventricular capture and high thresholds on this pacing system. The pacemaker is on an advisory. The physician elected to address both issues during a procedure. The lead was repositioned and the device was explanted and replaced with no adverse patient effects. The explanted device has been returned for analysis.